Event description:
Received information, the patient was unable to fully recharge their system due to possible ins inversion or migration. Surgical revision was done and an extension was added to the system. Patient recovered without sequela.

Manufacturer narrative:
(B)(4): this report is being submitted late due to a delay by a manufacturer employee. Training is in place.